Event description:
The reporter stated that she did not know that the confirmation dot on the strip could be compared to the color chart on the bottle. She did not seek any advice or medical treatment due to er1 message. No allegations were made against the meter.